Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, only the distal portion of the lead was returned in one piece. Visual examination found external abrasions that breached the outer insulation and exposed the outer coil due to friction to the device can located at the proximal region of the lead. Visual examination and electrical tests of the lead did not find any indication of conductor fractures. Electrical tests found an internal short between the inner coil and outer coil conductor paths due to procedural damage.

Event description:
This report is to advise of an event observed during analysis.